Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a patient endured tachycardic arrythmia/atrial fibrillation during impella cp support. The patient was converted and received amiodarone to manage the condition. In addition, it was noted that the patient had some trace bleeding from their access site. The site was redressed and support continued uninterrupted. The patients outcome was stable.